Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with white crystalized foreign material, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and details regarding the user's reprocessing methods were not provided. The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-190 series operation manual "chapter 3 preparation and inspection" shows how to detect the event. Gif/cf/pcf-190 series reprocessing manual "chapter 5 reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation, and the customer¿s allegation of the auxiliary water channel being clogged was not confirmed. The unit was inspected, and testing found a white crystalline foreign material clogging the nozzle of the air/water channel which was attributed to insufficient cleaning. Additional evaluation findings were as follows: air/water flow issues, bending angulations were out of specifications, the objective lens was cracked, the light guide lens was chipped the plastic distal end cover was cracked and the bending section cover adhesive was separated. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the auxiliary water channel was clogged on the evis exera iii colonovideoscope. The device was returned, evaluated, and a white crystalline foreign material was found in the nozzle. There was no delay or report of patient harm associated with the event. This medical device report is being submitted to capture the reportable malfunction found during the device evaluation.